Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and non-calcified anastomosis. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and no damage noted on the product. Another of the same model was used to complete the procedure. No complications reported, and patient status was good.